Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported the patient's blood glucose (bg) levels were reading ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) and the patient was taken to the hospital. The pod and sensor were having communication issues but they were not placed in "line of sight" of one another. The pod was placed on the leg and the sensor was applied on the patient's arm. Patient's mother stated she was not aware the pod and sensor must be in ¿line of sight¿ to communicate. It is unknown how long the patient stayed at the hospital and what treatment was provided. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted. Additional training has been offered to the patient's mother.